Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33, excessive no delivery alarm and under delivery anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that daughter experienced high blood glucose. The customer¿s blood glucose level was above 400 mg/dl. The customer was treated with manual injection. The customer did experienced the symptoms such as nausea vomiting, abdominal pain, diarrhea. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.